Event description:
(1/2 reference (B)(4) for related complaints) (documenting cassette 1) per email notification: patient reports no disposable alarm on both pumps within 2 days while using two different 100 ml cassettes with flow stop with same lot number. No further details provided. No injury